Event description:
It was reported to boston scientific corporation that an advantage mid-urethral sling system was implanted into the patient on (B)(6) 2009. According to the complainant, the patient experienced from pain, vaginal erosion, dyspareunia, abdominal and pelvic pain, recurrence of urinary incontinence, and the need for additional surgery. All other information, including the patient's current condition, is unknown and reportedly unavailable.